Manufacturer narrative:
The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Device not returned to manufacturer

Event description:
Mobi-c p&f us : disassembly. It was a cervical disc surgery on level c3-c4 . From description received, inserter and peek cartridge was removed and it was noticed at this moment that implant position wasn't good. Implant was removed with a clamp. A new implant with a different size was opened and was implanted without further issue. The surgeon made a different choice of the implant size the second time, because he had to pull and twist the first implant and he was worried that the vertebral space had expanded. No x-rays provided. No impact on patient. Additional information shows that a lateral x-ray was taken after device was implanted the into disc space. Surgeon decided to do an anterio-posterior image and had to remove the inserter and the peek cartridge to take this picture. Implant bad position was detected at this moment. Additional information was requested on the surgical technique used to removed the inserter and the peek cartridge.

Manufacturer narrative:
The device was not returned to the manufacturer as it was discarded by the hospital . The review of the device history records and traceability shows no evidence on a device issue that may have an impact on this event . Several attempts were made to the reporter to collect additional informations about this event . According to the description provided, the issue occured while the implant was inserted, therefore the surgeon had to replace it with another prothesis of the same range and different size . The review of the case with the product range manager, and based on the device history record review and the description provided, the issue is probably due to a poor choice of implant size from the beginning and incorrect positioning of implant as mentioned in step 4 to 8 of the surgical techniques. Investigation found no evidence on a device issue .

Event description:
Mobi-c p&f us : implant position incorrect. A complaint was received about mobi-c disasembly on per-op due to incorrect positioning of the implant . The issue occured after peek cartridge removal while implant was inserted in the disc space . The surgeon removed the implant and tried to reassemble it before using a new implant of different size . There was no patient impact or surgery complication.